Event description:
The customer reported via phone call that the insulin pump alarmed no delivery as well as button error. The customer's blood glucose was 108 mg/dl. While troubleshooting, the customer explained that the button was not sticking out and that the button was flat. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypd connector. No button error alarm was noted. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads and a cracked reservoir tube lip.